Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that in 2012, patient's right hip was revised from a bipolar hip to a total hip. A pca head and bipolar component were revised. Rep was not present for the procedure and cannot obtain any further information as nothing further will be released by the hospital or surgeon.